Event description:
It was reported that, "pt is experiencing pain and clicking. Pt fell and hospitalized. Pt is concerned the fall was related to implant."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.